Event description:
After an unsuccessful attempt to cross the larger lesion with a 3.0mm diameter x 24mm length ave micro stent ii, a 3.0mm diameter x 24mm length ave gfx stent was inserted into the circumflex coronary artery. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back into the guide catheter. During retrieval into the guide catheter, the stent was displaced halfway off of the stent delivery system balloon and subsequently, dislodged completely from the balloon. The physician did not follow the instructions for removal of an undeployed stent. The stent was successfully snared from the pt. The target lesion was then treated with another MFR's stent. There was no add'l clinical sequelae reported relative to the event and the user facility will not release any further info.